Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a leak in the copper coil inside the cold plegia tank. Due to this the compressor was damaged and caused the electrical shorting. The customer retained the device and scrapped it. Therefore no further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t is causing a short circuit when the device gets started. The reported failure was identified during setup. There was no patient involvement.